Manufacturer narrative:
Conclusion: the detected root-cause (coil wire overload fracture) is in-line with the reported failure (loss of sound). An overload fracture can be caused only during an implantation/explantation or by a trauma (either the direct impact or excessive mechanical stress). Due to the fact that no intermittencies were reported it is very likely that a non-reported trauma event caused the overload fracture. The passed bci test performed with reconnected wires during investigation confirms that the implant failure was caused by an open circuit only. This is a final report.

Event description:
The user reported having no benefit from the device. Additional information has been requested from the clinic and vibrant clinical support has been informed. Additional information stated that during a folow up appointment no sound could be heard by either the user or the tester who used a stethoscope when the device was stimulated directly with maximum levels. The user has been explanted.

Event description:
The user reported having no benefit from the device. Additional information has been requested from the clinic and vibrant clinical support has been informed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The user reported having no benefit from the device. Additional information has been requested from the clinic and vibrant clinical support has been informed. Additional information stated that during a follow up appointment no sound could be heard by either the user or the tester who used a stethoscope when the device was stimulated directly with maximum levels.